Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed to open the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door latch was failed. A field service engineer (fse) cleaned the micro switches and re-tightening the wire harness connectors. The latch assembly was disassembled to strengthen the solenoid spring on the plunger, and all components were reassembled to provide stronger resistance during latch resetting. The hardware testing application (hta) was used to verify latch functionality, and all tests passed successfully. The customer logged into the user application and accessed the storage space without any issues. A visual preventative maintenance check was performed and applied corrective actions on the latches. The system functioned as intended after the field service engineer repaired the device.